Event description:
The company was informed that the patient has developed an infection at the implant site. The patient has been admitted to the hospital and is receiving antibiotic treatment (type and duration unknown). Advanced bionics is in the process of gathering more information. Once more information is received, a supplemental report will be submitted.